Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Endeavour resolute rx is not marketed in the USA, however it is similar to resolute integrity rx device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavour resolute rx coronary drug eluting stent to treat a lesion located in the mid left anterior descending (lad) artery. There was no damage noted to the packaging. There was no issues noted when removing the device from the hoop. Difficulties were noted when removing the protective sheath. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during sheath removal. It was stated that the device was inserted into the patient and was then removed. The stent dislodged in vivo. It was stated that the device did not completely dislodge in the patient, the device was partially dis lodged at the head end. The patient was reported to be alive with no injuries.